Manufacturer narrative:
Product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient's ins (implantable neurostimulator) moved between his back and his side. This had been happening since implant and the ins could sometimes be hard to find but he could find the ins to use devices. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.